Manufacturer narrative:
The lot number for the device is unknown. The sample has been received and is currently being evaluated. The investigation is underway.

Event description:
It was reported that the pta balloon failed to deflate after being used to treat a stenosis in the superficial femoral artery. Reportedly, the balloon was inflated twice at 8 atm and then could not be completely deflated. The balloon was punctured with a needle through the skin and the balloon was successfully deflated. The device was removed without incident. There was no report of injury to the patient.